Event description:
Customer states prior to use, incomplete deflation was confirmed. No pt involvement reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.